Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior, related issues or alarms. The total daily dose history was appropriate per the user programmed basal settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a 29-hour flow accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an inaccurate delivery issue. The patient stated the pump was not delivering insulin properly and the patient had blood glucose levels around 200 mg/dl. No signs or symptoms of hyperglycemia were reported. The alleged health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-additional information:this complaint is being submitted late as part of a retrospective review conducted for the new monitoring report developed in (B)(4). The new monitoring report is included in the animas (B)(4) response related to timeliness.